Manufacturer narrative:
A visual inspection was performed with few signs of wear observed throughout the main body. The device was functionally inspected and some deformation was noticed on the proximal end of the handle opening for the inner shaft, which may have led to the jamming issue. Manufacturing records for this lot could not be reviewed. Complaint history was reviewed and no previous complaints for this lot were found. It was reported that the instrument was functional before and during the surgery. The jamming issue was only observed after the cleaning/sterilization process. The cascadia tl surgical technique guide for reusable instruments and instructions for use were reviewed. Proper cleaning and sterilization guidelines for reusable instruments can be found in the cascadia tl surgical technique guide. Since the issue was observed during the cleaning/sterilization process, the cause of the failure mode was determined to be user - customer error.

Event description:
It was reported by the distributor that cascadia tl inserter/impactor was found to be faulty during inspection before surgery began. Unable to insert inner shaft 'bend' on the inner side of the handle. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
It was reported by the distributor that cascadia tl inserter/impactor was found to be faulty during inspection before surgery began. Unable to insert inner shaft 'bend' on the inner side of the handle. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.